Event description:
Device malfunction: difficulty removing accunet, filter wire stretched. Time of event: during use. Symptoms: none. It was reported that during the procedure on a complex right carotid artery stenosis, there was difficulty advancing and retrieving the accunet filter. The lesion was heavily calcified and the carotid bifurcation was fixed just by head turning. It was necessary to use a buddy wire in order to straighten the angulation and to advance the accunet. The recapture sheath was advanced to retrieve the net, but the net could not be pulled into the sheath. The filter seemed to become strecthed away from its wire, making standard capture of the device impossible. Because of this, a balloon was brought up and a non abbott shuttle advanced over it into the stents and beyond and the distal protection device was then brought into this and removed from the anatomy. The patient tolerated the procedure well without adverse effect. According to the physician, the accunet did not break nor did the recovery catheter break. There was no basket detachment and the epd was removed intact. After the accunet had been removed from the patient, and was on the table, the physician intentionally manipulated the recovery catheter and accunet to test its tensile strength, and the filter wire then broke. The device was not returned and additional information is unavailable. Study event.